Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while a patient was undergoing an initial intramedullary nail of a tibia on (B)(6) 2017 to treat a tibial fracture, at the end of the procedure, one (1) connecting screw that holds the nail handle attached to the nail was hard to remove from the nail since it was almost jammed into the nail. The surgeon had to apply more force and torque than usual to remove the connecting screw. The connecting screw was reported to be removed in the end using a combination of one (1) screwdriver and one (1) cannulated hex shaft. The connecting screw being stuck to the nail and the subsequent application of additional torque did not cause any issues with the nail construct. The surgery was completed successfully without any patient consequence. It is unknown if there was any surgical delay. No additional medical interventions were required and the patient is reported to be in stable condition. Concomitant devices reported: 10 mm titanium cannulated tibial nail (part 04.004.443s, lot h320401, quantity 1); insertion handle (part number unknown, lot number unknown, quantity 1). This report is for one (1) cannulated connecting screw for standard insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.010.044, lot# u216997. Supplier: orchid unique, release to warehouse dates: dec 09, 2014 and oct 09, 2015, expiry date: n/a. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The 03.010.044 cannulated connecting screws are a part of intramedullary nail insertion procedures and are used to connect the insertion handle with the proximal end of the nail for stable insertion. The returned device was evaluated at customer quality (cq) and visual inspection revealed post manufacturing wear and damage in the form of stripped distal threads in addition to stripped proximal hex recess. The returned 2+ year old reusable cannulated connecting screw shows damage consistent with reported information of being over torqued to a nail as the most proximal thread form shows deformation. Additionally, the proximal hex recess has rounded corners consistent with being over torqued/tightened to a nail. Replication of the complaint condition via functional test was not able to be performed because the nail was not returned. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant drawing for the device was reviewed, and no drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use and did not contribute to this complaint condition. A dimensional inspection was not performed at cq because of the visually confirmed post manufacturing damage consistent with the reported complaint condition of excessive torque. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.